Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported ¿door not fully latched¿ which was reproduced by attempting to run a loaded set. The reported ¿door not fully latched¿ was verified through log ¿door jammed¿ messages found during a review of the event history. The symptom was found to be caused by a loose upper link screw. The link screws were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "door not fully latched ". There was no known patient injury or medical intervention associated with this event. No additional information is available.